Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device completed first and second priming sequences and was deactivated at 1762 pulses. The device was reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. No signs of a needle mechanism failure were found. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the pod was leaking during wear.